Event description:
It was reported that bd vacutainer® serum blood collection tubes had a mix of products in the pack. The following information was provided by the initial reporter: "it was reported that an sst tube was found in a package of red top tubes. Per email: I wanted to alert you to a possible issue with some bd tubes. The tube in the picture is labeled as an sst, has the gel like the sst, but has a red top and was in a pack of red top tubes (367820). Not sure if this is just a one off or if the entire lot could affected."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for mixed product with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a mix of products in the pack. The following information was provided by the initial reporter: "it was reported that an sst tube was found in a package of red top tubes. Per email: I wanted to alert you to a possible issue with some bd tubes. The tube in the picture is labeled as an sst, has the gel like the sst, but has a red top and was in a pack of red top tubes (367820). Not sure if this is just a one off or if the entire lot could affected."